Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, there was no bleed back from the marker lumen. The device could not be flushed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device was returned with plunger, suture, link, needles, and cuffs in pre-deployed position. Dried blood was observed on device and within the marker lumen tube, indicating the device was introduced into the patient anatomy and arterial blood marking was achieved. The reported unsuccessful luminal blood marking could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar unsuccessful luminal blood marking incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.